Manufacturer narrative:
Sample discarded. Unable to run any analysis on lot, meter, etc. Serial number (meter) and strip (lot number) unk.

Event description:
Consumer called to report accuracy with his son's meter. Used old meter to compare. Analysis run on clark error grid using competitive reading (49) as ref point vs bd readings (186) yielded data points in the e range of the grid, outside of acceptable limits.